Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the event occurred due to user having the wrong settings and cable failure. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, the 3d visualization unit tower was setup and had no image to the slave monitor. The issue was found at the beginning of a procedure. The case was moved to a different room, when they could not get the monitor to work. However, the technician was able to get it working again by selecting the correct video settings before the next planned procedure for the room. There were no reports of patient harm.

Manufacturer narrative:
While speaking with the olympus technical assistance center (tac), the customer reported that the 3d visualization unit was set up and had no image to the slave monitor. Through troubleshooting, tac recommended the cabling guide and helped the customer set up the 3d tower. The customer was using serial digital interface (sdi) in for master/slave setup and sdi out of the 3dv to the lmd-310st monitor. Tac noticed the input selected was not correct; once the customer selected the correct input the main monitor produced an image, the secondary monitor still did not have an image. The tac informed the customer that the possible cause is the boom wiring because when an external sdi was connected to the monitor, it got an image. The issue was resolved, and the device is not expected to be returned. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.